Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that a cartridge alarm 16 occurred. Reportedly, customer was unable to clear the alarm and reverted to manual injections for insulin therapy. Customer¿s blood glucose (bg) value was "high" on cgm. Reportedly, the customer addressed their bg with a manual dose injection.